Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed during functional testing. The processor board needs replacement to address the issue. In addition, customer-reported physical damage on the bottom of the platform was confirmed during the visual inspection of the device. The top cover, bottom enclosure and front enclosure need to be replaced to address the damage. The platform failed the initial functional testing due to a system error, (latch error 136 - internal parameter corrupted) was observed upon powering up the device, thus confirming the reported complaint. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, damaged battery lock and the battery compartment was observed, there was no lcd backlight and encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The battery lock, battery compartment, the lcd needs to be replaced and the sticky clutch plate requires deburring to address the issue. The autopulse platform is a reusable device as well as a serviceable device and was manufactured in november 2007 and is more than 11 years old, well beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. The archive data was corrupted and therefore, no information can be retrieved for "system error, out of service, revert to manual CPR" message confirmation. Following the repair, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to the (B)(6) patient for 15 minutes and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse platform sn (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed " system error, out of service, revert to manual CPR" error message. In addition, the physical damage was observed on the bottom enclosure. No patient involvement.